Manufacturer narrative:
The product will not be returned for eval. The user reported that the cannula was out of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose level reached 27.5 mmol/l (495 mg/dl) and that when she checked the insertion site, she noticed that the cannula was not in.